Manufacturer narrative:
The event of allergic reaction is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: allergic reaction.

Event description:
Healthcare professional reported unknown side "immediate allergic reaction to sizer, marked skin redness and wheals". Device was explanted and an antihistamine and a steroid were administered. Improvement of skin findings was observed in about 30 minutes.